Event description:
The respiratory therapy (rt) manager contacted the manufacturer's sales representative to discuss an event that occurred while a patient was on the ventilator. The rt manager reported they suspected a doctor had changed the ventilation mode to CPAP and that the patient had been potentially harmed by the action. They requested a checkout of the ventilator because they wanted to know if the device had been tampered with, and if there was any trending data to look at. At the time of the service visit the manufacturer's service technician was told by the customer they did not believe there was a problem with the ventilator, and wanted to know if operational settings changes had been made. The rt manager wanted to know if the ventilator stored setting changes and if that history was available. The ventilator did not have a trending option installed and the customer was advised that this determination was not available without trending. The customer reported that the patient's am arterial blood gases were good. The customer reported the patient desaturated and was manually bagged. The customer thought the problem was the oxygen wall outlet in the patient room so they moved the patient and ventilator to another room. Upon powering the ventilator back up they noticed that the ventilator was in CPAP which was reported as the incorrect mode of ventilation. The customer suspects that the mode change was made by staff leading to incident. The mode was corrected and the patient continued on the ventilator with no further reported problem. The customer declined any equipment service. The customer could not identify which ventilator was in use.